Event description:
During a routine shift check by a clinician, the device intermittently self-charged energy when mode is switched from monitor to defib and/or when the device was left sitting in defib mode. There was no pt involvement.